Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received two intermittent occlusion alarms. The customer thought that the occlusions were related to the infusion set site. The customer changed the supplies on the pump and resumed insulin delivery. As the occlusions had occurred in the past and the supplies had been changed, tandem technical support was unable to perform a system check to determine if the infusion set site was the cause of the occlusions. The customer's blood glucose (bg) level was 400 mg/dl and insulin injections were used to address the bg level.